Manufacturer narrative:
Event date is estimated. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for bowel dysfunction/sacral nerve stim. It was reported that when the patient first trialed for the therapy, (patient stated the first trial began either around thanksgiving time frame in (B)(6) 2019 or early (B)(6) 2019,)their doctors didn't think it would make a difference for them and even though the wire moved during the first trial and the doctor and the manufacturing representative (rep) didn't think it was "hooked up right," the patient could feel the therapy start to work for them, that they could feel the urge to go on the first night of the trial and they were able to make it to the bathroom. The patient stated because of the wire moving, they could hardly feel anything for stimulation and had it up very high so the managing health care provider (hcp) and the rep decided they wanted to do another trial before moving on to the permanent implant. The patient stated they then did a retrial in (B)(6) 2019 sometime and it was then decided that they would go on to have their permanent implant placed on (B)(6) 2019. The patient stated at the time of the trials, they had been very malnourished. They were talking about how thin they had been at the time of the trials and started to say that "the wire." The patient then did not continue this statement but later reported the wire had moved, which led to the second trial. The manufacturing representative confirmed that they do not recall/remember, but if they were made aware, they would have reported it.